Event description:
It was reported that the patient presented in clinic for a follow up with lead noise exhibited by the right ventricular lead. No interventions were made or reported. The patient was in stable condition. Additional information was requested, but not received.

Event description:
New information notes that the patient's right ventricular lead was capped and replaced on (B)(6) 2022 due to oversensing that was observed as a result of lead noise. The patient was stable throughout.